Event description:
It was reported that the catheter was fractured. The target lesion was located in the liver. A 180cmx135cmx10 renegade hi-flo fathom system was selected for use. During unpacking, it was noted that the device was fractured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. The target lesion was located in the liver. A 180cmx135cmx10 renegade hi-flo fathom system was selected for use. During unpacking, it was noted that the device was fractured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hub, shaft and tip were microscopically examined. The device showed no damage on the shaft.